Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not sure if their device was working right and reported they couldn't feel stimulation. The patient stated they pressed the increase button on the programmer and didn't feel it. The patient noted that in the past if they pressed the plus button they could feel stimulation. It was reviewed that it wasn't about feeling stim, but it was about how it was helping their symptoms and it was ok not to feel stimulation. The patient did not have the programmer with so how to check if the ins was on was reviewed. It was also reviewed that they did not need to increase as long as they were getting therapeutic effect. No further complications were reported.